Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The following investigations could not be performed due to insufficient information provided (i.e. Event date, surgeon name, da vinci system information): site history review, event verification, system/instrument log review. This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient reportedly sustained a thermal bowel injury. However, the following information is unknown: the cause of the bowel injury, what surgical task was being performed when the bowel injury occurred, the severity of the operative complication, what medical intervention was administered (if any) due to the injury, the procedure outcome, and the patient's current status. There is no allegation or evidence that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure or caused/contributed to the bowel injury.

Event description:
On 29-august-2021, intuitive surgical inc. (Isi) became aware of a scientific reports article titled, ¿indications, feasibility and outcome of robotic retroperitoneal lymph node dissection for metastatic testicular germ cell tumours¿ (ohlmann, c. H., saar, m., et al., 2021). Within the journal article, an operative complication involving a da vinci surgical procedure was noted: ¿¿bowel injury occurred iatrogenic due to thermal injury.¿ isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Field b1 was inadvertently populated as "product problem" in the initial 3500a submission. Corrected information can be found the following fields: b1. B1 updated from "product problem" to "adverse event and product problem."